Event description:
It was reported that there was a pericardial effusion with a cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was into the patient. After two attempts the physician successfully performed the transseptal puncture. The was was positioned in the laa and the wds was inserted. The closure device was deployed and successfully implanted in the laa of the patient. Post release of the closure device it was discovered that the patient had a pericardial effusion with cardiac tamponade at the septum of the patient. The physician performed a pericardiocentesis and removed 250ml of blood from the patient. The patient did well following this treatment and is expected to make a full recovery from this event. The pericardial effusion was suspected to have occurred during the transseptal puncture, prior to device implant.